Event description:
Adverse drug reaction with anaphylaxis likely due to anti-microbial PICC line. A (B)(6) with history of mcc with bilateral upper extremity fractures. On (B)(6) 2012, hardware in left arm was determined to be infected; admitted to 3 jones for removal. Plan for pt to be discharged home with PICC line for treatment of osteomyelitis. PICC line nurse conducted time out to include allergy check. Arrow evolution anti-microbial (impregnated with chlorogard) single lumen catheter was placed. Standard practice procedure followed; PICC line catheter placed without difficulty. As the dressing was being applied the pt complaint of his "eyes itching." Nurse removed the sterile drape from the pt's face and noted bright red flushing of face; no redness at IV site. Within seconds the pt then complained of itching all over. The pt then stated his "mouth felt big". Code blue called. Pt pale, diaphoretic and said "hurry." Pt at that time was breathing, pulse was palpable but unable to obtain b/p. Pt had decreased loc, anesthesia arrived and pt intubated. Ccu fellow at bedside; IV epi given and pt to sticu with IV levophed. Femoral central line was placed and PICC line removed. Physicians and the PICC nurse thought that the PICC coating could be a factor in the pt's sudden onset of symptoms. After realization the femoral central line was also coated with chlorogard, it was exchanged for a non coated catheter. On (B)(6) 2012, the pt condition improved and was extubated. He continues to deny known allergy to latex, lidocaine or chlorohexidine products. The pt has taken pcn in the past. Ige levels suggest type I allergic reaction. Dose: 17.0 mg. Use duration: 2 hours.